Manufacturer narrative:
The insulin pump passed the displacement test and basic occlusion test. No motor error alarms noted. However, compromised force sensor system alarm occurred due to faulty force sensor relay. The alarm history could not be reviewed due to compromised force sensor system alarms. The motor passed motor test. The insulin pump was received with cracked liquid crystal display window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 437 mg/dl. No significant events leading to the alarm were observed. The customer also reported a no delivery alarm during a bolus attempt. Advised discontinuation of the insulin pump. Nothing further reported.